Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. After a guide wire crossed the lesion, a 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and dilatation was completed with a different device. Blood flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.